Event description:
It was reported that the patient presented in clinic for a follow-up. It was noted that the patient's right atrial lead had dislodged due to twiddler's syndrome. X-ray and fluoroscopy confirmed the dislodgement. The lead was removed and replaced. The patient's condition was unknown.

Manufacturer narrative:
The reported complaints of dislodgement and twiddler's syndrome could not be confirmed. As received, a complete lead was returned. Electrical testing and visual inspection of the lead did not find any anomalies with the exception of procedural damage.